Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed that its unable to calibrate the touchscreen. The asp replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has intermittent touch screen failure, calibration cannot be repair. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
(B)(6).